Manufacturer narrative:
The lot number was provided. The approved device history records indicate the device met all release criteria. The device was not returned to the manufacturer; therefore, an evaluation could not be performed. Based on the information provided, the root cause of this complaint cannot be determined. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that resistance was encountered during placement of an embolization coil in an aneurysm. Upon withdrawal, the physician removed the delivery wire from the body and found no coil attached. During the final angiographic test, the coil was identified inside a previously implanted stent . There was no reported patient injury.